Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother was replacing the sensor and found the insertion site on the patient¿s arm was red and bothering him. A day or two later, the arm was still getting irritated, the insertion site was red and swollen, and there was a large puncture hole where the sensor had been inserted. She looked at the sensor and found the wire was missing. The patient was taken to (B)(6) hospital on (B)(6) 2020, where he was seen by a surgeon. He had x-rays, and sonograms, but they could not locate the sensor wire. The doctors indicated there is likely something in the insertion site due to the irritation. The patient¿s mother was advised to use unspecified antibiotics, numbing cream, and hot and cold combination to keep the swelling down. At the time of contact, the patient was home and feeling okay. No additional patient or event information is available.